Event description:
Rn, don reported that approx. 10 minutes after the start of treatment, the pt became diaphoretic. Rr 30, bp185/120 with bilateral wheezing. The pt's skin was warm. The blood flow rate was turned down from 300 to 100, nasal o2 administered at 4l/min. The pt's blood was not returned, ebl>200cc. Symptoms resolved within 15 mins. Cultures of the dialysate, ro, and machine were done. Sample is available and a sample envelope was sent to the facility on 8/22/96.